Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump did not hold charge for the last couple of days. The insulin pump kept powering off. They insert a new battery and it worked for a while but it then turned off. The customer did not receive any alarms. Customer's blood glucose level was 201 mg/dl. The device was not returned.